Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 2.00mm x 20mm maverick²¿ balloon catheter was advanced but failed to cross the lesion. The balloon was inflated, however, on initial inflation the balloon ruptured. The device was simply removed from the patient's body and the procedure was completed using a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter. The balloon was loosely folded with blood in the balloon. The tip is damaged. There is a pinhole at the distal markerband. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 2.00mm x 20mm maverick²¿ balloon catheter was advanced but failed to cross the lesion. The balloon was inflated, however, on initial inflation the balloon ruptured. The device was simply removed from the patient's body and the procedure was completed using a different device. No patient complications were reported and the patient's status was stable.